Event description:
It was reported that the patient had the pump removed after developing an infection after a pump replacement. Additional information has been requested, but was not available as of the date of this report. The drug in the pump at the time of the event was not specified.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter. (B)(4).